Event description:
It was reported that fluid leakage was observed between the plastic hub and the contamination shield. A large loss of IV fluid had leaked into the contamination shield on to the sterile sheet as well as the table of the bed after an open heart procedure. It was further stated that the hospital attempted to exchange the introducer as well as the indwelling swan-ganz catheter at the end of the case, which resulted in ventricular fibrillation requiring re-opening of the chest and internally defibrillate the patient. It was further reported that the patient survived. Later the introducer was capped and new pa catheter was not needed. Follow up with dr indicated that the device was disposed at the hospital.

Manufacturer narrative:
The device will not be returned for evaluation; device was disposed at the hospital.